Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the pace and shock channel. Therapy was not impacted, however, the lead was surgically abandoned during a device upgrade procedure and a new rv lead was placed. The source of the noise was not determined. No additional adverse patient effects were reported.